Event description:
Philips received a complaint by the customer on the v60 indicating that the touch position was misaligned. There was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) arrived at the hospital to perform operation checking and confirmed that the touch position was misaligned. Because the issue remained after touchscreen calibration, the customer replaced the touchscreen to resolve the reported issue. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil). The failure investigation (fi) technician installed the touchscreen into a pil ventilator to duplicate the reported issue. Visual inspection of the touch screen revealed no evidence of damage or contamination. The touchscreen was tested, and the failure was confirmed. The pil found that this touchscreen failed diagnostics testing, and resistance measurements are all in spec. This touchscreen was out of alignment and not functioning correctly. After calibration, the touchscreen operated as designed. This touchscreen failed diagnostics testing, and resistance measurements are all in spec. The touchscreen was out of alignment and not functioning correctly. After calibration, the touchscreen operated as designed.